Event description:
Philips received a complaint on the heartstart mrx monitor/defibrillator indicating the red cross warning. There was no patient involvement.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. The rse evaluated the device log and observed symptoms of battery malfunction. Replacing the battery should restore full functionality to the device. Also, the customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on february 03, 2022. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the battery. The customer was recommended to replace the battery to resolve the issue.